Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device does not alarm for loose electrodes when connected to the exchange. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
H10: the field service engineer (fse) confirmed the mx40 transmitter did not alarm for "lose patient connector" when using lead cable adapters but did alarm when lead cables were used without the adapters. The fse advised the adapters were faulty and needed to be replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.